Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), psychological trauma ("pysch injury"), urinary tract infection ("uti") and post procedural complication ("post removal complications-yes"). The patient was treated with surgery (essure removal, hysterectomy-uterus+cervix). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and urinary tract infection had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: essure confirmation date on (B)(6) 2009 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event uti updated to recovered. Removal date of essure and surgery details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), psychological trauma ("pysch injury"), urinary tract infection ("uti") and post procedural complication ("post removal complications-yes"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and menorrhagia had resolved and the psychological trauma, urinary tract infection and post procedural complication outcome was unknown. The reporter considered menorrhagia, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New event pelvic pain, menorrhagia, uti and psych injury were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.